Manufacturer narrative:
The explanted ipg will not be returned to bsn, as it was discarded by the medical facility. This is the final report.

Event description:
A report was received stating that the patient would undergo a pocket revision due to discomfort at the pocket site. During the revision, the physician decided to replace the ipg to reduce the risk of infection. The patient was reportedly doing well post-operatively.